Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a ventral incisional hernia. It was reported that after implant, the patient experienced mesh failure, recurrence, dense adhesions, bowel obstructions, and mesh erosion into viscera. Post-operative patient treatment included revision surgery, mesh removal, hernia repair with new mesh, admission to hospital, bilateral trunk flaps, vertical panniculectomy, lysis of adhesions, and small bowel resection.